Event description:
A physician reported an issue with a 2.35mm eximo atherectomy catheter. During a procedure, the aspiration stopped working; therefore, the catheter was pulled out of the patient to flush. When inserted back into the patient, the physician discovered that the catheter was cracked (fractured). It is unclear as to whether the catheter broke inside or outside of the patient's body. The procedure was aborted due to this issue; however, the patient did not experience any adverse effects, or harm, or require medical intervention as a result of this incident. Additional info - following gfe: from the beginning of the procedure, the physician used sheath-type terumo destination (size 7fr/45cm) and gw-type command es (size .014/300cm). Lesion location - common femoral. There were lots of thrombus in the lesion. Aspiration was no longer working because its clot was stuck in the lumen. The catheter was removed and flushed one time before it was discovered that the catheter was broken.

Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint description of a broken catheter was confirmed. The root cause is likely excessive forces applied on the catheter during the removal of the catheter and the external flushing (handling). The lasing time and the use of 60mj/mm2 only suggest the aspiration of many debris which may cause the aspiration to stop working properly. The breaking point suggests an excessive torsional force which torn the fibers and the catheter plastic parts. The kink in the shaft to handle the transition point suggest that there were handling issues during the external flushing of the catheter. The shaft direction is to the upper part of the handle which is opposite to its natural direction (given during packaging in a round blister) suggesting that during the external flushing of the catheter, it was bent against its natural curvature, potentially due to geometrical constraints in the cath-lab or other handling constraints and this resulted in the kink that was observed. Another potential root cause is excessive forces applied during the procedure itself in an attempt to cross the lesion. The catheter has no parts separated from it. No manufacturing non-conformance was observed during the sample evaluation. No correction or corrective action is required as a definitive root cause could not be determined. The procedure was aborted due to this issue; however, the patient did not experience any adverse effects, or harm, or require medical intervention as a result of this incident. A review of the distribution records was performed for the reported packaging lot number: 53795 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. The complaint event was forwarded to the laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter lot number: 53795. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0100) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference: (B)(4).